Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 216. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen went black and error code b30 on monitor is due to an electrical problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced screen went black and error code b30 on monitor during a diagnostic procedure completed with an olympus back up device. There were no reports of patient harm.